Manufacturer narrative:
Failure event observed during analysis. Final analysis found two external insulation abrasions breaching the insulation sheath were noted at 7.0cm to 7.2cm and 16.7cm to 16.9cm from the connector pin. The silicone insulation was intact at these regions. The abrasion was consistent with constant friction with another implantable device. Multiple external abrasions breaching the insulation sheath were noted at 33.0 cm to 34.0cm, 33.8 cm to 34.2 cm, 34.3 cm to 34.5 cm, 39.2 cm to 40.0 cm and 40.2 cm to 41.4 cm from the connector pin. The silicone insulation was intact at these regions. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.